Event description:
The customer reported hospitalization due to high blood glucose. Customer stated that the she was hospitalized for diabetes ketoacidosis and high blood glucose. Customer's blood glucose was 330 mg/dl. She had high blood glucose, diabetes ketoacidosis and positive ketones. She was treated on insulin drip and was wearing the insulin pump at the time of hospitalization. Customer stated that she takes full responsibility because they did not know the old insulin pump was malfunctioning. She currently resolving the issue. Customer declined to troubleshoot due she is waiting for her consultation with health care provider. Customer also mentioned that she has gray disease and waiting for her doctors instructions. Advised the customer that we would send information on how to adjust her basal rates to better control her blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).